Manufacturer narrative:
This supplemental report is being submitted based on return sample eval. There were 2 roll samples returned to smith & nephew for eval. The return samples were examined & found to comply with the spec standards & all of the subjective properties of the samples were considered to be acceptable. As of this date of this supplemental report, there has been no addition info submitted to smith & nephew regarding any details of the incidents.

Event description:
Na